Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. The 4.0mm x 40mm x 135cm sterling balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 4 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with the box, pouch and hoop. The batch number on the returned packaging and device matched the batch number for this complaint. Examination under magnification revealed a balloon pinhole and scratches 25mm from the distal tip. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. The 4.0mm x 40mm x 135cm sterling balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 4 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.